Manufacturer narrative:
B3. Date of event: the date of the event is unknown, however, the article was received for publication on 26-may-2024. Therefore, the date the article was received for publication was used as the occurrence date. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Article citation: lochy s, galloo x, droogmans s, eeckhout e. Paravalvular leak closure of a native aortic valve for cardiogenic shock post valvular surgery. Catheter cardiovasc interv. 2024 oct. 104(4):858-861. Doi: 10.1002/ccd.31144. Epub 2024 jul 6. Pmid: 38971970. The investigation is still in progress, therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "paravalvular leak closure of a native aortic valve for cardiogenic shock post valvular surgery" from belgium, the following event was identified as pertaining to an edwards device. A 55-year-old patient with a valve model 7300tfx27 implanted in the mitral position underwent a percutaneous native aortic valve perivalvular leak (pvl) closure procedure with a non-edwards muscular ventricular septum defect (vsd) occluder device the next day of implantation. The aortic pvl was probably secondary to peri-operative surgical suture trauma to the aorto-mitral curtain. It originated from the left coronary cusp of the aortic valve, with a fistula trajectory ending in the left ventricular outflow tract from the aortic wall. Reportedly, both left ventricular (lv) function and opening of mitral valve bioprosthesis were severely diminished, partially because of severe (para)aortic regurgitation (aggravated by the retrograde extracorporeal membrane oxygenation (ECMO) flow) causing elevated lv end-diastolic pressure, but also because of pvl jet directly impinging on mitral prosthesis leaflets. Echocardiography showed no signs of mitral valve thrombosis. After additional intervention, the lv function and mitral valve opening improved. However, despite initial hemodynamic stabilization and successful weaning of va-ECMO, patient died during the course of his ICU stay because of refractory multiorgan failure.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). Updated information to section h6 (device code(s)): the code "2993 - adverse event without identified device or use problem" was replaced by "2983 - mechanical jam". H6 (component code): the code "4755 - part/component/sub-assembly term not applicable" was replaced by "439 - cusp/leaflet". Corrected data in section d4 (serial number): the serial number was removed as it is not available. H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted in the patient. The complaint was confirmed via research article, "paravalvular leak closure of a native aortic valve for cardiogenic shock post valvular surgery." However there was no evidence to suggest an edwards manufacturing defect. Given that the issue occurred on post-operative day 1, non-structural valve dysfunction (nsvd) due to some extrinsic factor(s) is likely. Nsvd is defined as any abnormality not intrinsic to the valve itself, or not directly related to the failing valve component, that results in dysfunction of the prosthetic valve. Based on the information provided, the mostly likely cause is patient and procedural factors including the native aortic valve pvl which likely resulted from peri-operative surgical suture trauma. Due diligence attempts were made to gather additional information regarding the reported event, however additional information is not available at this time.